Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was evaluated by a third-party, and the customer's complaint was confirmed. The device's machine flow sensor needs replaced to address the issue.